Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. This implantable lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable lead had exhibited pocket infection. A revision was performed and the pacemaker along with the right atrial (ra) lead and implantable lead were explanted. No additional adverse patient effects were reported. This implantable lead will not be returned for analysis. Additional information reveals this implantable lead had originally been implanted into the left bundle branch, which is considered off label use.